Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached an unknown level. It was also reported that the patient lost their controller causing them to not be able to administer the insulin. Symptoms reported include nausea, and weakness. The patient was treated with saline and fluids for dehydration. The patient was still in the hospital at the time of the report.